Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded and solidified saline solution was present within the balloon which indicates the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified saline solution within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified saline solution before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak 6mm distal to the distal edge of the proximal markerband. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The rated burst pressure of this device is 12 atmospheres. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery(rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon ruptures when it was inflated in the lesion. The procedure was completed a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified right coronary artery(rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, the balloon ruptures when it was inflated in the lesion. The procedure was completed a different device. No patient complications were reported.